Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable gentamicin results for one patient sample processed by the modular preanalytic analyzer (mpa). The initial result from an aliquot in a sample cup was 11. 44 ug/ml with a data flag. The sample was automatically repeated and the result was 9.31 ug/ml. The primary sample tube was then tested and the result was 8.65 ug/ml which was reported outside the laboratory as 8.7 ug/ml. The customer prepared 1:2 dilution and tested the sample with a result of 5.28 ug/ml (10.56 ug/ml after multiplying by dilution factor). The primary sample tube was tested again and the result was 9.58 ug/ml. With a 1:2.5 dilution, the result was 3.84 ug/ml (9.6 ug/ml after multiplying by dilution factor). With a 1:4 dilution, the result was 2.65 ug/ml (10.6 ug/ml after multiplying by dilution factor). The primary sample tube was then processed on another cobas c502 instrument and the result was 8.75 ug/ml. The customer repeated the 1:2.5 dilution and the result was 3.94 ug/ml (9.85 ug/ml after multiplying by dilution factor). With a repeat 1:4 dilution, the result was 2.63ug/ml (10.52 ug/ml after multiplying by dilution factor). With a new 1:2.5 dilution, the result was 3.56 ug/ml (8.9 ug/ml after multiplying by dilution factor). The customer felt there was a sample-specific interferant so they aliquoted three sample cups from the primary tube and ran them for precision. The results were 10.99 ug/ml with a data flag, 9.63 ug/ml and 9.11 ug/ml. The customer spoke directly with the physician and a redraw of the patient was requested. No specific data was provided. The customer was unsure which result was correct and the reported result of 8.7 ug/ml was not corrected. There was no adverse event. The gentamicin reagent lot number was 60608436 with an expiration date of 04/10/2015. The field service representative found there was a problem with the internal probe and the gear pump pressure was too low. He adjusted the gear pump pressure and verified the system was operating to specification. The customer performed qc and precision run which were acceptable.